Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two adhesive issue events on (B)(6) 2026. The patient reported that infusion set patch did not stick to skin upon insertion. The patient replaced the infusion set and resumed insulin deliveries successfully.